Manufacturer narrative:
On (B)(6) 2019, the end-user reported a strikethrough while wearing a level iii surgical gown during a c-section. The gown was sent to the facility for testing. Found an insect in a fold of a reusable towel during wound closure. The facility took the following actions: awareness documented training was provided to the employees. Historical review of titration reports, no quality exceptions were recorded. Random barrier testing of level iii gowns, no issues noted. Random hydrostatic testing of level iii gowns, no failures. Barrier and hydrostatic testing of the strikethrough gown with no quality concerns noted. Review our processes and procedures; no updates needed. A definitive root cause for the reported issue could not be determined, and no additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 the end-user reported a strikethrough wearing a level iii reusable surgical gown during a c-section procedure.